Manufacturer narrative:
The sling was confirmed to have been produced in (B)(6) 2005. In pictures of the sling, the anti-skid material at the back appeared worn and the chest strap on one side was missing. The sling appeared to be in otherwise normal condition for its age. Design files of the sling show that the chest strap part that has detached from the sling is a fabric part that is thoroughly sewn onto the sling (double-stitched). Due to this design, it can be considered highly unlikely that the chest strap tipped to the point of releasing in one occurrence. The sling guidelines for use clearly state that the sling's life expectancy is dependant on use, and that slings with any signs of damage are to be discarded. The guidelines also state that before each use, the slings shall be checked for damage. From review of post-market surveillance and incident trending, no significant trend could be noted with this type of incident. This incident appears to be an isolated case. Based on the info received and the subsequent investigation, the MFR concludes it is likely the sling seam of the chest strap was damaged before the lifting cycle of this incident began, and that the rip continued and eventually led to the detachment of the chest strap. The guidelines for use of the sling clearly indicate that the sling is to be checked for damage before use and removed from use if damage is found. Therefore, it is determined the root cause of the event is user error. The MFR recommends the lifter be serviced by qualified personnel and according to the lifter preventive maintenance schedule. It is also recommended the staff operating the lifter be retrained to the operating and product care instructions.

Event description:
The facility reports one side of the support strap that goes around the pt pulled away from the sling. The cna noticed this and safely lowered the pt to the floor. No injuries were reported.